Event description:
It was reported that after every exposure the 9800md system displays a "warning low ma" error. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Performed a filament calibration and re-greased the anode/cathode cable. The system was tested and found to be working as intended and placed back into service.